Event description:
A customer reported receiving a "replace sensor" message from the adc device. As a result, the customer was unable to obtain readings and experienced sweating and loss of consciousness. The customer indicated they were unable to self-treat, however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. As a result, the customer was unable to obtain readings and experienced sweating and loss of consciousness. The customer indicated they were unable to self-treat, however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and sensor; no issues were observed. The applicator has been fired correctly. The sensor plug is properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs (device history review) for the libre reader were reviewed and the dhrs (device history review) showed the libre reader passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.